Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, and patient information.

Event description:
It was reported that the pc was displaying the message 'replace generator' as the ipg has reached end of service. It was unknown when the issue started. No further information available.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention may take place in the future to address this issue.